Event description:
It was reported that the patient experienced burning pain when the device was on. When the device was turned off, the pain went away in the matter of a few minutes. The pain was described as sharp and burning. The pain was near the device and down the patient's leg. X-ray was done several weeks before the report were normal. The patient was waiting for additional information from the physician on how to proceed. It was also reported that the patient had to use a catheter several times due to retention since implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v906981, implanted: (B)(6) 2012, explanted: product type lead product ID 3037 lot# serial# (B)(4), implanted: explanted: product type programmer. (B)(4).